Event description:
Black plastic stopper on access rail platform of cts retractor, which holds pericardial stay sutures, noted missing during case; unable to locate during or after case. No one knows if the stopper was present prior to the case initiation.